Event description:
It was reported that the patient had a sudden loss of therapeutic effect over the past weekend. She had not had her device checked since implant, but did have an appointment scheduled for (B)(6) 2015. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3080, lot# l87811, implanted: (B)(6) 2001, product type: lead. (B)(4).